Event description:
It was reported that the t:slim x2 pump battery would not charge, as the screen was dark and wouldn't turn on. There was no adverse impact to the customer¿s blood glucose level. The customer, who was not canadian, used multiple daily injections as backup therapy while waiting for a replacement pump, which was sent by technical support. They confirmed knowledge of instructions provided by cts, including how to receive and return pumps and the availability of training.